Event description:
The customer obtained imprecise results for eight quality control samples processed using vitros phyt slides on a vitros 250 chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. A single pt sample processed during this event was unaffected. There was no report of pt harm as a result of this event. Note: this form 3500a is four of eight mdrs for this event. Eight devices were involved. Eight quality control samples were assayed using a single vitros phyt slide lot. (B)(4).

Manufacturer narrative:
The investigation found no evidence to suggest that the vitros 250 system malfunctioned. The customer observed the imprecise quality control results following a routine re-calibration of vitros phyt slide lot 2645-0105-4644. The calibration parameters were not as expected and re-calibration did not resolve. The customer was following the MFR's recommendations for vitros phyt slide and quality control fluid handling. The customer had no remaining inventory of vitros phyt slide lot 2645-0105-4644 and was sent to alternate phyt slide lot. Acceptable performance has been observed since implementing the alternate phyt slide lot. The root cause of the imprecise vitros phyt quality control results is unk, however, vitros phyt slide lot 2645-0105-4644 cannot be ruled out.